Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert the usb cable into the usb port. Subsequently, the pump was unable to be charged. It was confirmed that the charging supplies were able to successfully charge another device. There was no viable damage to the usb port. The customer¿s blood glucose level was 142 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.